Event description:
During a revision to address damage to the patella caused by a fall, poly wear was also found.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing and searching the (B)(4) and international complaint database by lot was not provided. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions about the reported event; however, the initial reporting suggested patient trauma (fall) was a possible contributing factor. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.